Event description:
During an unspecified treatment procedure, a smash balloon could not be advanced on the kayak guide wire. A bulge on the proximal part of the kayak guide wire was preventing the balloon from advancing. The kayak guide wire was removed and replaced with another guide wire to successfully complete the procedure. No pt injuries or complications were reported.